Manufacturer narrative:
Insulin pump received failed self test alarm during self test due to faulty connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and the insulin pump had rf pic failed self test. The customer blood glucose level was 420 mg/dl at the time of incident. Customer reports they was able to clear the alarm. Customer reports insulin pump did not require rewind. Customer able to complete rewind. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.